Event description:
It was reported that the pump exhibited a reverse travel alarm during occlusion testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation of complaint that the pump exhibited a reverse travel alarm during occlusion testing. Visual and functional testing was performed. Reported malfunction was not replicated. During the inspection, a crack was found in the right casing of the plunger. The cracked plunger casing was replaced. Review of event log found no relevant information. Review of service history found no relevant information. Device passed all testing criteria post repair.